Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that that high energy endo therapy accessories (laser, radiofrequency, etc.) Were used without sufficient distance from distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end and distal end cover of the gastrointestinal videoscope were burned. There was no patient involvement.